Event description:
It was reported that the pump touch screen was unresponsive and scratched, leading to visibility issues. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose level was reported between 400-500 mg/dl. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.